Event description:
It was reported that the patient underwent a gynecological procedure sometime in 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 due to stress urinary incontinence, cystocele, rectocele and urethral hypermobility and mesh was implanted. It was reported that patient underwent excision of vaginal stitch and cystoscopy on (B)(6) 2011 due to exposed vaginal stitch. No additional information was provided.